Event description:
While this device was being used in an angioplasty procedure, the balloon of thid device burst. There has been no claim of injury related to this event. The device is being returned for analysis.